Event description:
It was reported by the customer that a bd pyxis¿ es server had a user was unable to access the devices. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the devices. A technical support specialist (tss) dialed into the system, verified the logs and identified that the account was locked and emailed the user and no response from customer and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a user was unable to access the devices. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.